Manufacturer narrative:
The device for this malfunction has been returned to bd for evaluation. The corporate lot number for the returned device was updated to anbx1218. The investigation is inconclusive for material deformation and malposition of device. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070803cs vascular stent system allegedly experienced material deformation and malposition of the device. This information was received from one source. The malfunction involved one patient with no patient consequence. The patient was female and the age and weight were not reported.

Manufacturer narrative:
The device for this event has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 5f070803cs vascular stent system allegedly experienced material deformation and malposition of the device. This information was received from one source. The malfunction involved one patient with no patient consequence. The patient was female and the age and weight were not reported.